Manufacturer narrative:
Manufacturing site: (B)(4). The reported caravel microcatheter was returned for evaluation. Tip separation was confirmed on the returned microcatheter. The junction of the tip and the shaft was curved. Bite marks or deep scratches most likely made by calcified plaque were also observed at the junction. The torn end of the tip was deformed into an oval shape. The distal end of the braid tube was exposed and the inner polymer jacket as well as the tip polymer was stretched at the torn end of the tip. The above findings indicated that the tip was pulled and tearing occurred at approximately 2mm from the very distal end of the tip, at the junction of polymer-and-braid and polymer-only segments of the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tip separation on the returned caravel microcatheter. The applied stress would localize and therefore exceed the product design limit when the tip was being trapped by the tortuous and calcified segment of the artery, tearing the tip apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had separated during a percutaneous coronary intervention (pci) to treat a tortuous, heavily calcified, chronic total occlusion (cto) in the right coronary artery (rca) #3. Due to failure to cross the lesion via antegrade wiring, the microcatheter was used to support retrograde asahi guide wires delivered though the septal channel from the left anterior descending artery (lad). Although attempted, the microcatheter failed to advance due to calcified tortuous artery. Upon removal on the microcatheter, a foreign object was observed under the fluoroscopy. The physician confirmed that the foreign object was the separated tip of the microcatheter. Antegrade wiring was attempted; however, the unspecified guide wire failed to cross. The physician terminated the procedure and planned to perform another pci sometime later. The patient was fine without problem after the procedure.